Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was powering down at randomly. The customer stated that a reboot was performed to bring the station back on, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shuts down. A field service engineer checked the system and found it was a software issue. The good faith attempts were made to obtain additional information. No responses were received from the field service engineer (fse) or the fse manager. Additional information was added to the record if and when it was received

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was powering down at randomly. The customer stated that a reboot was performed to bring the station back on, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.